Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure sensor autozero failure had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a proximal pressure sensor autozero failure had occurred. The customer also informed the remote service engineer (rse) that they had replaced the flow sensor, but this did not resolve the reported issue. After further troubleshooting, it was discovered that a pin for the data acquisition (da) printed circuit board assembly (pcba) had been bent during the da pcba installation. The customer straightened out the pin and reinstalled the da pcba. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure sensor autozero failure had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a proximal pressure sensor autozero failure had occurred. The customer also informed the remote service engineer (rse) that they had replaced the flow sensor, but this did not resolve the reported issue. After further troubleshooting, it was discovered that a pin for the data acquisition (da) printed circuit board assembly (pcba) had been bent during the da pcba installation. The customer straightened out the pin and reinstalled the da pcba. Device evaluation and repair are pending.